Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, low bg level was caused by the customer's profile settings requiring adjustments. Carbohydrates were consumed to address low bg level.